Event description:
It was reported that a flo-gard infusion pump had a defective channel b. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed with no defects noted. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the reported problem. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.